Event description:
Additional information was received. It was reported that the coverage of the left subclavian artery caused the patient to suffer from vertebrobasilar insufficiency and balance disorders. The event is continuing. The investigator assessed this event as not procedure but device related. No clinical sequelae were reported and the patient is being monitored.

Event description:
A valiant captivia stent graft system was implanted for the emergent endovascular treatment of a ruptured thoracic aortic aneurysm in zone two. The lsa was intentionally covered. The proximal neck was 24 mm in diameter and 15 mm in length. The distal aortic neck measure 24 mm in diameter. It was reported five days post procedure, a CT with contrast observed a large proximal type I endoleak. Per the investigator, the patient had a 15 mm proximal neck and lsa was intentionally covered during implant. The cause of the proximal type I endoleak was due to flow coming from the origin of lsa which has been covered but not embolized. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the vertebrobasilar steal (insufficiency and balance disorders) required a diagnostic procedure and medication. The event resolved.